Event description:
The customer reported a burn under the grounding pad described by the surgeon as having been "hit with lightening." The patient had to return to the o.r. For debridment. Four rfa electrodes had been placed on the patient, but the rfa generator was not used. Saline was used to irrigate during the procedure.